Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the device was returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using an original battery cap and a new battery. Unit passed the following: displacement test, active current measurement, sleep current measurement, and self test. Unit was successfully downloaded using thus software. On adapt, pump error 53 was recorded on 08/06/2024 12:26:28.000 due to software error (line # = 5632, file # = 2005). Unit was cut open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. The following cosmetic damages were also noted: pillowing keypad overlay and scratched case. In summary, customer concern for blank display not confirmed. Pump error 53 noted on event date due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.